Event description:
During the routine testing of the device, the service representative reported the electronic gas delivery system would not read the blended gases. The device was returned for investigation. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not concluded.